Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Contra angle cleaned and oiled, function test without errors.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury resulted.

Manufacturer narrative:
Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.